Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the dark blue female connector (tip) of the minicap transfer set was broken. This occurred during a transfer set change when the transfer set was removed from sterile packaging. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction d1, d3, d4, g4. D1: brand name: replace minicap transfer set with minicap d3: device manufacturer name: replace baxter healthcare corporation with baxter international inc. D4: unique identifier (UDI) #: replace (B)(4). G4: combination product: add no (previously blank). Additional information was added to h6 and h11. H11: the actual device was not available; however, two (2) photographs of the sample were provided for evaluation. The photographs were visually inspected with the naked eye which showed a separation between the female connector and the main body. The reported condition was verified. The cause of the condition was related to inadequate solvent application between the female connector, insert chip, and main body during the manufacturing process. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.